Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 37702, pain stim ipg, (B)(6) 2011; iw1414c90xh, stent graft, (B)(6) 2010; af2814c140xh, stent graft, (B)(6) 2010; 3776-60, pain stim lead, (B)(6) 2009; 3776-60, pain stim lead, (B)(6) 2009; 6948-65, lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation with rapid ventricular response. The episode was noted to have started in the vt monitor zone then increased in rate to the vf zone. The atrial lead also appeared to be undersensing. The detection rate was increased and the device remains in use. The lead also remains in use. No further patient complications have been reported as a result of this event.